Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023. H6: investigation summary no photos or samples of the reported batch number were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. 10 samples of unreported batches were returned and were tested for the reported defect. After leakage testing, no leakage was detected on any of the samples.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology tubing burst during the injection and leaked as a result. The following information was provided by the initial reporter, translated from french: "the anti-reflux valve causes an overpressure during the injections at the CT (injection at 4-5 cc/sec) causing: a leak on the 3-way valve; explosion of the tubing; poor scanner injection making diagnosis difficult; risk of blood exposure accident for the mer who have to clean up afterwards this problem occurs with most of the catheters used, it does not seem to affect only one batch. Consequences : leak on the 3-way valve; explosion of the tubing; poor scanner injection making diagnosis difficult; risk of blood exposure accident for the mer who have to clean up afterwards."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology tubing burst, during the injection and leaked as a result. The following information was provided by the initial reporter, translated from french: "the anti-reflux valve causes an overpressure during the injections at the CT (injection at 4-5 cc/sec) causing: a leak on the 3-way valve. Explosion of the tubing. Poor scanner injection, making diagnosis difficult. Risk of blood exposure accident for the mer who have to clean up afterwards. This problem occurs with most of the catheters used. It does not seem to affect only one batch. Consequences: leak on the 3-way valve. Explosion of the tubing. Poor scanner injection, making diagnosis difficult. Risk of blood exposure accident for the mer who have to clean up afterwards".